Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma(late) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture and late seroma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Physician reported a rupture and late seroma. The device was explanted. This record is for the left side.

Event description:
Physician reported a rupture and late seroma. The device was explanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases fold, and broken shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified striated broken opening on anterior and radius, wear abrasion, and missing shell. Based on the device analysis the final assessment was missing shell due to inconclusive, a broken striated edge opening on anterior and radius due to surgical damage consistent in the use of a surgical tool.